Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the customer performed a blower test and provided the logs. The log file shows that alarm 241 "blower temp high" was triggered 10 times between 16/0-19/05, and alarm 240 "blower temp too high" occurred twice on 18/05-19/05. Also, noticed cfb logs from 19/05. Alarm 316 "bower failure appeared" on 23/05 at next startup, along with alarm 553 "adc 2, rtempblowerscaled value out of range". As per adc screen the temp blower sensor adc is 33 and temp is reading 68.9c when blower is not working. Software is not updated it's 6.0.700.0. According to vyaire medical, this is a clear case of lack of filter exchange/poor maintenanceno root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm 316-blower failure. The issue occurred during patient use. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. However, vyaire medical was able to confirm and it was a user fault; the overheating of the blower was caused by a lack of maintenance / filter exchange, combined with failure to respond to blower temperature alarms, resulting in blower unit damage. The customer was advised that the main board and blower needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.